Event description:
Same case as: 2939204-2010-00614. It was reported that during a coronary drug eluting stenting treatment procedure, shortening of the stent occurred that required additional intervention. The lesion was in-stent restenosis of a stent placed in the left anterior descending artery (lad) in 2005. The minimal luminal diameter of the middle third of the lad was noted to be 4.2mm. A 3.5x28mm promus element drug eluting stent was advanced to the lesion and deployed with no issue. The lesion was post-dilated with a 4.0x15mm boston scientific balloon to 14 atms. The physician attempted to pass an ivus catheter through the lesion and it became stuck on the previously deployed stent causing ¿shortening¿ in the proximal end of the stent. The stent was again postdilated with an unknown balloon. No further patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but is similar to an approved u.s. Device.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).